Event description:
It was reported that the patient underwent artificial urinary sphincter (aus) replacement surgery since there was fluid loss in the tubing due to hole. There were no patient complications.